Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced chronic pain, erosion, dyspareunia, nerve damage, incontinence, multiple surgeries, suffering, disability and impairment.